Event description:
Customer states the pt tested 5.7 inr on the coaguchek xs system and 8.56 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.